Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported issues about sensors. Customer had calibration error. Customer blood glucose was 47 mg/dl. Troubleshooting was done. Customer stated his friend gave him chocolate and juice. No further information provided.